Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was found to have a hair embedded into the tubing of the plastic. This was noted before use, after the packaging was opened. There were no other issues found with the product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for sample evaluation. Functional testing included leak testing, clear passage test, clamp function test, and device-device interaction testing. All functional testing passed with no issues. A visual inspection was performed and revealed particulate matter (hair). The reported issue was verified. The cause of the occurrence was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.